Event description:
Vns pt was explanted due to infection. It was also reported that the pt manipulated the device through the skin and that alternate placement was being considered for reimplant. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported event.